Event description:
It was reported that the patient developed a systemic infection and vegetation noted on one of the leads. The implantable cardiac de fibrillator (ICD) and leads were explanted and replaced a week later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (B)(6) 2012; 407652 implantable pacing lead (B)(6) 2012. (B)(4).